Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7080696/7080443.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to inadequate stimulation. The patient doing well post operatively. The explanted device was discarded by the medical facility. It was reported that the patient experienced itching at the implantable pulse generator (ipg) site and had inadequate pain relief. The spinal cord stimulator (scs) system was explanted, and the patient was doing well postoperatively. The explanted devices were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to inadequate stimulation. The patient doing well post operatively. The explanted device was discarded by the medical facility.